Event description:
The customer stated that she went to urgent care due to high blood glucose levels, with a reading of 334 mg/dl. Troubleshooting was performed, and found that the basal rates were programmed correctly. Reviewed the alarm history, and found no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.